Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger/modem was resetting and unable to charge a battery. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, current-controlling transistor q1 was shorted on the bedside pca. Additionally, contamination was discovered on the battery pca. The root cause for u104 and u1003 failure and the shorted q1 transistor could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger was resetting.